Event description:
It was reported that "on (B)(6) 2026, the catheter was found separated when the doctor removed the catheter from the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. The catheter was the only component included. Signs of use in the form of biological material were observed inside the catheter extension lines. Visual analysis revealed that the catheter body is separated at the 4cm marking, which is subsequently adjacent to the box clamp assembly. Microscopic examination confirmed the point of separation. The edges appear smooth and uniform, which is damage consistent with a sharp object (i.e. Scalpel, scissors, sutures, etc.). After performing functional testing, a small hole was observed on the distal extension line adjacent to the brown luer hub. Microscopic examination revealed that the hole starts in an exposed area of the extrusion but continues into an area protected by the hub. The customer was contacted, and they confirmed that they were not aware of this damage. Therefore, the circumstances of the hole on the extension line cannot be verified. The point of separation measured 56mm from the juncture hub. The catheter body length measured 216mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter body outer diameter measured 2.39mm, which is within the specification limits of 2.36mm-2.46mm per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to both extension lines and flushed. When flushing the distal line, water was observed leaking from a small hole adjacent to the distal luer hub. No leaks or blockages were observed when flushing the proximal extension line. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a separated catheter body was confirmed through analysis of the returned sample. Visual analysis revealed that the catheter body was separated at the 4cm marking. The edges of the points of separation appear smooth and uniform, which is damage consistent with a sharp object (i.e. Scalpel, scissors, sutures, etc.). Despite the damage, the sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, it was determined that unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2026, the catheter was found separated when the doctor removed the catheter from the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".